Event description:
Report rec'd from the USA stating that the device was "overheating." It was unk to the rptr whether or not the device was used in surgery or if there were any injuries or medical intervention reported. The date of event was unk to the rptr. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. The event could not be confirmed. If add'l info is rec'd, a supplemental report will be sent.